Event description:
A (B)(6) female having a stent placed. Physician decided to follow clinically, pulled the balloon out and the stent had slipped off unexpanded and occluded the blood flow to the kidney. She was taken emergently to the operating room for a hepatorenal bypass.